Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 460 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 460 mg/dl. Customer blood glucose reading at the time of the incident was over 460 mg/dl. Customer high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated their high blood glucose reading also, used injection. Customer drive support condition was not mention. There were no leaks or air bubbles. Customer stated the cannula was bent. Customer removed infusion set. Customer did not mention the insulin pump setting. Customer did not perform high pressure test. Products will not be returning for analysis.